Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes/perforation of organ/essure coils ruptured fallopian tubes perforation (fallopian tube(s))") and device dislocation ("malposition of essure device location of device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "essure device might be defective", medical device monitoring error "hydrothermal ablation was done with essure insertion procedure/essure procedure along with the endometrial ablation" and device monitoring procedure not performed "essure confirmation test not performed due to perforation of fallopian tubes". The patient's medical history included menorrhagia and hypertension. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included bladder incontinence. Concomitant products included amlodipine since 2003, bisacodyl (dulcolax), esomeprazole since 1998, esomeprazole since 2003, lidocaine, medroxyprogesterone acetate (depo provera), meloxicam since 2016, metoprolol succinate since 2003, oxycodone hydrochloride;paracetamol (percocet), spironolactone since 2003 and venlafaxine since (B)(6)2018. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced procedural pain ("severe pain shortly after the procedure"), urinary incontinence ("bladder incontinence"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (full hysterectomy on (B)(6)2008). Essure was removed in (B)(6)2008. At the time of the report, the fallopian tube perforation, device dislocation, procedural pain, bladder disorder, urinary tract disorder and pelvic pain outcome was unknown and the urinary incontinence had not resolved. The reporter considered bladder disorder, device dislocation, fallopian tube perforation, pelvic pain, procedural pain, urinary incontinence and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted :insertion procedure date given is (B)(6)2008. Diagnostic results: on unspecified date, was test performed results of your essure confirmation test perforation (fallopian tube). Concerning injuries reported in this case the following one was described in patient medical records:medical device monitoring error. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical records received : reporter information and patient details updated. Patients medical history were added. Event hydrothermal ablation was done with essure insertion procedure/essure procedure along with the endometrial ablation was added from medical record. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / possibly 1 fractured in 2 pieces"), fallopian tube perforation ("essure device had perforated her fallopian tubes/perforation of organ/essure coils ruptured fallopian tubes, perforation (fallopian tube(s))/ one outside out of fallopian tube") and device dislocation ("malposition of essure device location of device/ didn't put the coils in right and it turned out") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation was done with essure insertion procedure/essure procedure along with the endometrial ablation", device defective "essure device might be defective" and device monitoring procedure not performed "essure confirmation test not performed due to perforation of fallopian tubes". The patient's medical history included menorrhagia and hypertension. *on unspecified date, was test performed results of your essure confirmation test perforation (fallopian tube). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included bladder incontinence. Concomitant products included amlodipine since 2003, bisacodyl (dulcolax), esomeprazole since 1998, esomeprazole since 2003, lidocaine, medroxyprogesterone acetate (depo provera), meloxicam since 2016, metoprolol succinate since 2003, oxycodone hydrochloride;paracetamol (percocet), spironolactone since 2003 and venlafaxine since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and urinary incontinence ("bladder incontinence"). On an unknown date, the patient experienced procedural pain ("severe pain shortly after the procedure"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tube)) and I have had several bladder procedures. Essure was removed in (B)(6) 2008. At the time of the report, the device breakage, fallopian tube perforation and device dislocation outcome was unknown, the procedural pain had resolved and the urinary incontinence had not resolved. The reporter considered device breakage, device dislocation, fallopian tube perforation, procedural pain and urinary incontinence to be related to essure. The reporter commented: discrepancy noted :insertion procedure date given is (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: breakage of essure device, perforation (fallopian tube), migration of essure device. Healthcare provider tell you about your results: possibly 1. Fractured in 2 pieces, one outside out of fallopian tube. Concerning injuries reported in this case the following one was described in patient medical records:medical device monitoring error. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2019: plaintiff fact sheet received, lab details added, new events device breakage and outcome of the event pain updated to recovered.. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / possibly 1 fractured in 2 pieces"), fallopian tube perforation ("essure device had perforated her fallopian tubes/perforation of organ/essure coils ruptured fallopian tubes s,perforation (fallopian tube(s))/ one outside out of fallopian tube") and device dislocation ("malposition of essure device location of device/ didn't put the coils in right and it turned out") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation was done with essure insertion procedure/essure procedure along with the endometrial ablation", device defective "essure device might be defective" and device monitoring procedure not performed "essure confirmation test not performed due to perforation of fallopian tubes". The patient's medical history included menorrhagia and hypertension. *on unspecified date, was test performed results of your essure confirmation test perforation (fallopian tube). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included bladder incontinence. Concomitant products included amlodipine since 2003, bisacodyl (dulcolax), esomeprazole since 1998, esomeprazole since 2003, lidocaine, medroxyprogesterone acetate (depo provera), meloxicam since 2016, metoprolol succinate since 2003, oxycodone hydrochloride;paracetamol (percocet), spironolactone since 2003 and venlafaxine since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and urinary incontinence ("bladder incontinence"). On an unknown date, the patient experienced procedural pain ("severe pain shortly after the procedure"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tube)) and I have had several bladder procedures. Essure was removed in (B)(6) 2008. At the time of the report, the device breakage, fallopian tube perforation and device dislocation outcome was unknown, the procedural pain had resolved and the urinary incontinence had not resolved. The reporter considered device breakage, device dislocation, fallopian tube perforation, procedural pain and urinary incontinence to be related to essure. The reporter commented: discrepancy noted :insertion procedure date given is (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: breakage of essure device, perforation (fallopian tube), migration of essure device healthcare provider tell you about your results: possibly 1 fractured in 2 pieces, one outside out of fallopian tube. Concerning injuries reported in this case the following one was described in patient medical records:medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes/perforation of organ/essure coils ruptured fallopian tubes s,perforation (fallopian tube(s))") and device dislocation ("malposition of essure device location of device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "essure device might be defective" and device monitoring procedure not performed "essure confirmation test not performed due to perforation of fallopian tubes". Concomitant products included amlodipine since 2003, bisacodyl (dulcolax), esomeprazole magnesium (nexium) since 2003, esomeprazole since 1998, medroxyprogesterone (depo provera), meloxicam since 2016, metoprolol succinate since 2003, oxycodone (percocet), spironolactone since 2003 and venlafaxine since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced procedural pain ("severe pain shortly after the procedure"), urinary incontinence ("bladder incontinence"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (full hysterectomy on (B)(6) 2008)). Essure was removed in (B)(6) 2008. At the time of the report, the fallopian tube perforation, device dislocation, procedural pain, bladder disorder, urinary tract disorder and pelvic pain outcome was unknown and the urinary incontinence had not resolved. The reporter considered bladder disorder, device dislocation, fallopian tube perforation, pelvic pain, procedural pain, urinary incontinence and urinary tract disorder to be related to essure. Diagnostic results: on unspecified date, was test performed results of your essure confirmation test perforation (fallopian tube). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: bladder or urinary problems or changes, pain, were added. Concomitant drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes/perforation of organ/essure coils ruptured fallopian tubes s,perforation (fallopian tube(s))") and device dislocation ("malposition of essure device location of device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "essure device might be defective" and device monitoring procedure not performed "essure confirmation test not performed due to perforation of fallopian tubes". Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("severe pain shortly after the procedure") and urinary incontinence ("bladder incontinence"). The patient was treated with surgery (full hysterectomy on (B)(6)2008) and surgery (full hysterectomy on (B)(6) 2008). Essure was removed in december 2008. At the time of the report, the fallopian tube perforation, device dislocation and procedural pain outcome was unknown and the urinary incontinence had not resolved. The reporter considered device dislocation, fallopian tube perforation, procedural pain and urinary incontinence to be related to essure. Diagnostic results: on unspecified date, was test performed results of your essure confirmation test perforation (fallopian tube) quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received - the product and patient information updated. The events "bladder incontinence", "essure confirmation test not performed due to perforation of fallopian tubes", "essure device might be defective" added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and shortly after the procedure began experiencing severe pain. After testing it was determined that the essure device had perforated her fallopian tubes. A full hysterectomy was performed 2 weeks after insertion. Fallopian tube perforation is an anticipated event in the reference safety information for essure. In the present case, consumer had pain shortly after insertion and the perforation was diagnosed within 2 weeks after the procedure. It is likely that the fallopian tube perforation had occurred during the insertion procedure. Given the nature of the event, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes/perforation of organs,") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with procedural pain, abdominal pain and pelvic pain. The patient was treated with surgery (full hysterectomy on (B)(6) 2008). Essure was removed on (B)(6) 2008. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 17-nov-2017: reporter's information updated. Event: perforation of organs was clubbed with essure device had perforated her fallopian tubes with symptoms: severe abdominal pain, pain. Events outcome were unknown. Reporter assessed events were related essure. Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes") in a female patient who received essure. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (serious criteria medically significant and clinically significant/intervention required) with procedural pain. The patient was treated with surgery (full hysterectomy on (B)(6) 2008). Essure was withdrawn. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter did not wish any further contact with the company. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and shortly after the procedure began experiencing severe pain. After testing it was determined that the essure device had perforated her fallopian tubes. A full hysterectomy was performed 2 weeks after insertion. Fallopian tube perforation is an anticipated event in the reference safety information for essure. In the present case, consumer had pain shortly after insertion and the perforation was diagnosed within 2 weeks after the procedure. It is likely that the fallopian tube perforation had occurred during the insertion procedure. Given the nature of the event, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes/perforation of organ/essure coils ruptured fallopian tubes s,perforation (fallopian tube(s))") and device dislocation ("malposition of essure device location of device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural pain ("severe pain shortly after the procedure"). The patient was treated with surgery (full hysterectomy on (B)(6) 2008). Essure was removed in (B)(6) 2008. At the time of the report, the fallopian tube perforation, device dislocation and procedural pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and procedural pain to be related to essure. Diagnostic results: on unspecified date, was test performed results of your essure confirmation test perforation (fallopian tube). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter information, patient demographic information, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, start stop date updated, bladder or urinary problems or surgery (other, malposition of essure device location of device were added the event perforation (fallopian tube(s)) and essure coils ruptured fallopian tubes clubbed with previous event incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.